Event description:
The valve was returned and reported to shiley as an elective explant concomitant to coronary bypass graft surgery. Medical records subsequently received on 10/6/97, revealed that the valve was explanted during the bypass surgery because the pt had a history of "mini strokes" that his physician felt originated from the valve. The reporting physician did not mention any observation of thrombus on the valve at explant.